Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the distal portion of the lead was returned and it measured 47.9 cm. External insulation abrasion exposing the outer coil consistent with friction to another device or patient anatomy was noted at 4.9 cm ¿ 5.2 cm, 40.1 cm ¿ 40.3 cm and 14.2 cm ¿ 16.5 cm from the distal tip. Electrical testing that could be measured did not find any indication of conductor fractures. Shorting was noted due to the procedural damage found on the lead. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.